Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electric drill bit device was plugged into an incorrect console device, resulting in a lower rotations per minute (rpms), which complicated the surgical outcome. The reporter stated that there was no suggestion that the device was defective. The issue occurred because the ¿ent¿ console was used rather than the neuro console. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.